Event description:
Codman irrigating bipolar system was irrigating but not cauterizing. Resolved when cord and tubing set was changed. Surgeon says this is an ongoing issue, stating, "it's been 50/50 with these lately".